Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. Event log history was performed and supported the user's claim of bad downstream occlusion (dso). During analysis, the pump was run in user mode and the reported issue regarding the error message could not be duplicated. The pump was run in manufacturing utility mode and did not show any abnormalities in the sensors, either dso, cassette detector, or upstream occlusion (uso) sensor. Service will replace the dso sensor as a preventive maintenance. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump alarmed and indicated no cassette. No adverse effects were reported.